Event description:
It was reported by a non-medical professional that the patient underwent an l3-l4 fusion where rhbmp-2 was mixed with autograft and implanted with a peek cage via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007 the patient was admitted to hospital. The patient was presented with preoperative diagnosis: l3-4 degenerative disc disease with stenosis. The patient underwent: l3-4 interbody fusion. Right l3-4 revision laminotomy/decompression. L3-4 posterior instrumentation. L3-4 interbody implant. Local autograft. Superficial fluoroscopy. Per op notes: "curettes were then used for final preparation of the endplate. Bmp collagen sponges were then prepared and a single full-size sponge was placed into the anterior aspect of the disc space, followed by morcellised local autograft bone. A globus peek interbody implant was then filled with another collagen sponge of bmp along with morcellized autograft and the implant was then impacted into the l3-4 disc space. Excellent fit was achieved". On (B)(6) 2007 the patient was discharged from hospital. Discharge diagnosis: l3-4 degenerative disc disease with stenosis. On (B)(6) 2007 the patient underwent: selective nerve root injection at levels l3-4 and l4-5 under fluoroscopy on the right. Preoperative diagnosis: lumbar radiculopathy. Lumbar post laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.